Event description:
The distributor reported the oes bronchofiberscope had leakage. No patient harm or procedure impact reported. During the evaluation of the device, it was noted the coating on the insertion guide coil was peeling off. This report is to capture the reportable malfunction of the coating on the insertion guide coil was peeling off noted at estimation.

Manufacturer narrative:
No additional information as available. The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to perforations in the bending section cover caused by external factors. Water tightness was not maintained due to perforations in the universal cord due to external factors. The bending angle was insufficient due to the elongation of the angle wire. Improper insertion of the instrument into the forceps channel was observed. Poor insertion of the brush into the forceps channel was observed. The flexible tube of the insertion section was crushed due to external factors. The bending section cover adhesive part was peeling (floating). The glue was chipped, and fragments may fall into the body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the root cause could not be determined, however, it is possible that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.